Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak and component migration. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses for the emergency treatment of the abdominal aortic aneurysm. The computed tomography angiography (cta) determined a type ii endoleak and that the gore® excluder® aaa endoprosthesis featuring c3® delivery system (rmt281414/ 11224773) moved distally. It was reported that the physician did not place the device high enough, but there was a good seal and no presence of a type I endoleak. The physician was monitoring the patient. On (B)(6) 2014, the follow up cta determined the endoleak. The physician suspected a type I or a type iii endoleaks. On (B)(6) 2014, the reintervention has been performed and aortic extenders were placed proximal and distal. The final cta still showed the type ii endoleak which will be observed over time. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also implanted: plc231400/ 11669391 and plc271000/ 11828996.